Manufacturer narrative:
Concomitant products: 553445, lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of pain and swelling in the area of the implantable cardioverter defibrillator (ICD). It was determined that the ICD had migrated following an unrelated procedure, resulting in the irritation. The pocket will be revised, and the ICD remains in use. No further patient complications have been reported as a result of this event.